Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, premature battery depletion was observed. During previous follow-up in (B)(6) 2017, the estimated remaining longevity was 4.5 years and programming changes were made at that time. On (B)(6) 2017, the estimated remaining longevity of the device was 1.3 years. No intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information notes bpa on 11/20/2017. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable pre and post-procedure.